Event description:
In 2005, the patient was explanted. Med-el was not informed of any problems that the patient was having before 2005. The patient had been having problems with poor sound discrimination and low frequency amplification. They were unhappy with the device and wanted it removed.